Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (05) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port. The issue was further described as, the fluid leaked "at the fusion connection where the bag spike port is located". This was discovered prior to the bags being dispensed out to the patient units. The bags were remade to solve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 18, 2023 and may 23, 2023. H11: three (3) actual devices were provided for evaluation. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing of the actual samples were performed and a leak was identified from the administration spike port bonding area for all samples. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.